Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). Despite gfes (good faith efforts) , no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future , the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a temperature too high message, a catheter obstruction message and an automatic filling error messages appeared on the pump. After replacing with a new device, therapy continued without any problems. There was no report of harm or injury.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced the muffer 1/8 npt and muffler <100 micron to resolve the issue. Fse performed the functional and leak tests calibration, operational tests and safety tests. The device is in working order.